Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issue. The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing questionable vad readings. The decision was made by the doctor to exchange the pump.